Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent

Event description:
It was reported that during an unknown procedure, the blade tip broke off. The piece didn't fall into patient. Another device was used to complete the case. No device will be returned as they don't have the device anymore.